Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. It was reported the same day as diagnosis the patient was hospitalized for the event. On an unreported date, during hospitalization, the patient began treatment with unspecified antibiotics for peritonitis. Dianeal therapy was ongoing. It was reported on an unknown date "around fourteen days" after admission the patient was discharged. On an unreported date three days after the discharge from the hospital, the patient experienced cloudy drainage and was admitted into hospital again. During hospitalization, pd therapy was ongoing and unspecified antibiotics were used to treat the event. At the time of this report the patient was recovered from this peritonitis event. Additional information was unable to be obtained.